Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿italy. H3-other: part# and lot# are unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that the patient was diagnosed with metallosis and pseudotumor and periarticular infection with secreting fistula approximately nine and a half years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.